Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited short v-v intervals and declining impedances. The right atrial (ra) lead also exhibited declining impedances. Both leads remain in use. No patient complications have been reported as a result of this event.